Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received the implant coil was detached and missing. The pushwire was found broken from the proximal end (within the introducer sheath), but retained together by the release wire. The tack weld replacement (twr) crimps were found to be intact on the proximal segment of the pushwire. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire found bent at proximal end within the introducer sheath. All other subassemblies appeared to be normal and no other anomalies were observed. As the device condition was contradictory to the complaint description, follow-up was conducted to confirm the complaint details and that the correct device was returned, however no confirmation was received. It is likely that the implant coil detached from the pushwire subsequent to the break in the pushwire with the release wire pulled back. The customer also reported that the coil was not implanted in the patient. It is possible that the implant coil became lost during return to medtronic. All coils are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received information that upon opening of the package during coiling treatment of small a ruptured middle cerebral artery saccular aneurysm, the pushwire was found kinked at the middle segment. It was reported there was no fiction or difficult experienced during testing or delivery. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.